Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. During the same surgery a new device was reimplanted. This report is filed march 17, 2014. Device currently unavailable.

Manufacturer narrative:
This report is filed june 26, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced extraneous sounds from the implant; the issue could not be resolved. Subsequently the patient discontinued use of the device. The implanted device remains.